Event description:
Contact reports that three monarch polyaxial screws broke after a little over one year of being implanted. See mfg. Medwatch report nos 1526439-2006-00048 and 1526439-2006-00049 for the other two involved in this event.